Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint air/water nozzle blocked by foreign substance was confirmed. Based on the results of the investigation, the foreign material could not be identified, and there was no deformation or breakage reported. It is likely that the foreign material clogged in the air/water nozzle was due to a deviation in the reprocessing steps from the instructions for use (IFU). Additionally, reprocessing was not conducted properly due to the very high case load at the user facility. However, a definitive root cause could not be identified. The foreign material clogged in air water nozzle can be detected by detection method is described in operation manual chapter 3 preparation and inspection and prevented by olympus cf-h170l/I reprocessing manual reprocessing the endoscope_ presoaking the endoscope. The reprocessing was not conducted properly can be prevented by reprocessing manual_ precautions_ warning an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviations from instructions for use (IFU) was confirmed: the dipping time both in multienzyme and disinfectant were inappropriate. Patient preparation: sometimes patient carried stools, but facility does the colonoscopy. Scopes were not reprocessed properly due to very high case load. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope the air/water nozzle was blocked by foreign substance and replaced. The issue was found during maintenance. There were no reports of patient harm.